Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported that every time they charged their device it would jump programs and then they had a difficult time changing it back to the way it was supposed to be. When the patient was charging their implantable neurostimulator (ins) they were placing the recharger antenna over the ins and pressing the green start charge button. The patient had told their doctor and they had reset the device but this did not resolve the problem. The patient was sent a replacement recharger. There were no patient symptoms reported. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Indications for use: non-malignant pain failed back syndrome - other